Manufacturer narrative:
The reported device has not been received. The product was not evaluated, therefore the reported event could not be confirmed. The cause of the event could not be conclusively determined from the available information.

Event description:
Medtronic received information that a pipeline flex device failed to open at the distal segment during a flow diversion treatment procedure. It was reported this device was used to treat a patient's saccular distal internal carotid artery aneurysm measuring 6mm in diameter and 4mm in neck width. The distal and proximal landing zone diameters were both 5mm. The patient's vessel tortuosity was described as moderate. It was reported the device was prepared according to the IFU and no resistance was met during delivery of the pipeline through the microcatheter. After the pipeline was deployed more than 50% and the distal protective sleeves were opened, the pipeline remained unopened. Remedy steps were taken, but could not correct the issue. The device was removed from the patient. Another pipeline device was implanted for the patient to complete the treatment. No injury reported.

Manufacturer narrative:
The reported device was received for evaluation and the clinical observation could not be confirmed. As received, the pipeline braid was detached from the delivery wire. The delivery wire distal hypotube appeared to be stretched, and bending was observed 9.5cm from the distal tip coil. The pipeline braid was observed to be fully open with damage (fraying) on one end. The cause of the reported clinical experience could not be conclusively determined. It is possible that the damaged braid, braid sizing, and the patient¿s anatomy may have contributed to the reported issues. Per pipeline flex embolization device instructions for use (IFU): the user should "select an appropriately sized ped such that its fully expanded diameter is equivalent to that of the largest target vessel diameter. An incorrectly sized ped may result in inadequate device placement, incomplete opening, or distal migration. Begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacturing. If information is provided in the future, a supplemental report will be issued.